Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed on 25 apr 2014.

Event description:
Per the clinic, the device was placed extra cochlea; subsequently the device was explanted february 5, 2014.